Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a hawkone with a 6fr sheath and non-medtronic 0.014 guidewire during treatment of a 120mm cto (chronic total occlusion-100%) in the patient¿s mid left superficial femoral artery (sfa) of diameter 5mm. The cto is described of being of a calcified and plaque type. Moderate vessel calcification and slight tortuosity are reported. IFU was followed and the device was prepped without issue. The vessel was not pre-dilated. It is reported multiple passes were made and the device was removed for cleaning without issue. The device was reinserted, and 2 additional quadrant cuts were made. The device appeared full and the user reported finding it difficult to turn the device off. The device was retracted and removed. On removal of the device, the physician observed the catheter tip had detached. The detached tip remained in the sheath and was removed without issue. The physician reports the cutter driver appeared to be working without issue. A smaller hawkone device was then used to complete the procedure. No patient injury reported.

Manufacturer narrative:
Device evaluation visual inspection: the hawkone was returned with the distal assembly fractured off from hawkone. The separation occurred at the proximal edge of where the coils of the housing initiate. The fracture occurred approximately 6cm from the distal tip. The distal segment showed the tecothane and guidewire lumen intact. It was observed the platinum iridium coil was stretched out proximally outside the tecothane. A 0.014" guidewire from the lab was inserted the gw lumen of the distal assembly verify no zipper tearing. The proximal end of the fracture face showed a straight radial fracture to the housing, distal to the anchor pockets. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the device was able to be turned off. All the components of the device were removed from the patient without any additional products being used for device removal. The cutter was inside the housing during the device removal. No vessel damage was noted via post angiography. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.